Manufacturer narrative:
The insulin pump was received with blank display and constant tone alarm due to faulty on interface board. We were unable to verify for, keypad anomaly, missing segments/partial display and frozen screen due to blank display. No damage on keypad traces noted. The connector on lcd board was inspected and no anomaly was noted. We were unable to perform functional check including rewind and basic occlusion, occlusion, prime, the excessive no delivery, displacement, self-test and all the operating currents test due to blank display. The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called in to report a constant tone and a keypad anomaly. The customer's blood glucose level was unknown. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.